Event description:
Caller reported that the pump¿s quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed on various troubleshooting steps, including using the finger tip to press the button directly and removing the pump from its case, but the issue persisted. Technical support decided to replace the pump, confirmed the customer¿s address, and instructed them to use multiple daily injections as a backup. The customer was also advised to put the pump in storage mode before returning it, and they acknowledged the instructions, agreeing to return the device within ten days using a prepaid label.